Event description:
My daughter received radiosurgery -brainlab novalis- treatment on (B)(6) 2009. On (B)(6) 2009, my daughter became very ill with symptoms of endocrine failure. Her dr stated to her husband and myself that during radiosurgery, an a-typical event occurred, that the radio beam traveled beyond the treatment site, thus, this adverse event resulted in pituitary gland failure, and that she was going to die. My daughter's husband ordered the medical records because, the dr would never discuss the incident with us again. He recorded on my daughter's medical chart that she had end stage terminal cancer with hypothalmic distress. My daughter's medical records of the radiosurgery treatment states that during the radiosurgery, a power outage occurred. This power outage occurrence during her radiosurgery needs to be investigated by the (B)(6).